Event description:
The customer reported the solex catheter (lot unknown) was placed in the ij on 11/9. It was smoothly inserted on the first attempt. On 11/11/25, the nurse noted blood in the tubing of the start-up kit (suk). Therapy was stopped and the solex catheter was removed. Per visual inspection, the customer noted they saw a hole in one of the solex balloons. The dwell time was 2 days. No patient harm reported.

Manufacturer narrative:
The solex catheter in the complaint has been returned for investigation. A supplemental report will be filed when the investigation has been completed.

Manufacturer narrative:
D4 (additional device information) was updated. The reported complaint of a leak in the solex catheter (lot 209481) was confirmed during functional testing. A pinhole leak was observed in the middle of serpentine balloon during the functional in/out lumen test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the serpentine balloon and in the luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumen were flushed without resistance. During the in/out lumen test, a pinhole leak was observed at the middle of serpentine balloon (the 3rd loop away from the catheter tip), thus, confirming the reported complaint. Pressurized functional testing could not be performed due to the pinhole leak discovered during the in/out lumen test. Historical complaints were reviewed for information related to the reported complaint, and there were no historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the solex catheter with lot number 209481.